Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced cylinder migration, as the cylinder moved down from the glans. A surgical procedure was performed in which the device was removed and replaced with a new implant, while the original reservoir was left in place. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).